Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Intra-op events were submitted via 2210968-2020-05454.

Event description:
It was reported that the patient underwent an open reduction and internal fixation of greater tuberosity fracture of humerus surgery on (B)(6) 2020 and the suture was used. The suture broke when used for the fixation of supraspinatus muscle through the holes on the steel plate. Another like device was used but the suture broke again and was changed with the third one to complete the surgery. There were no patient consequences when patient was discharged from hospital in (B)(6).

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/05/2020 additional information: h6 a manufacturing record evaluation was performed for the finished device batch pjj399, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.